Event description:
Technical services received a call on (B)(6) 2011. Caller stated some noise on this rv lead but none that is sensed during manipulation. However, they have documented noise and oversensing in the rv leading to nsvt episodes. There has been variable pacing impedences in rv lead since 2009 change out. Patient reports no symptoms. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).